Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device involved did not deploy. The device was appropriate to use in a thrombolysis patient post r myocardial infarction (mi) clot retrieval.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to correct and provide the device return date in section d9, to update section h3, and to provide the completed investigation results. In the initial report the device return date was inadvertently left blank. One (1) 8fr angio-seal device was returned for product evaluation. The returned device included the carrier tube, dislodged bypass tube, and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to have been in the fully rear-locked position. The hemostasis sheath and carrier tube were found to have been separated. Bypass tube was completely detached from carrier tube. Anchor and collagen were intact. No other damage or issue was identified with the device. The outer diameter (od) of the carrier tube assembly and the inner diameter (ID) of the bypass tube were measured. The bypass tube ID was found to be 0.109" which is within the specification of 0.109" +0.002/-0.003". The carrier tube od was found to be 0.103" which is within the specification of 0.102" +/- 0.005". Measurement was within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint was able to be confirmed as non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).